Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:a battery compartment crack was observed. The pump successfully completed a prime sequence without issue or alarm. The force sensor calibration was out of specification. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a force sensor calibration issue. This report is made based on results of the investigation performed on (B)(6)2015.